Event description:
It was reported the subject device exhibited defective video image. The issue occurred during inspection for use before the patient room. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g1, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the rigid tube was dented, and the objective lens was contaminated. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the defective video image was due to a component failure of the objective lens, the rigid tube was dented due to a component failure of the rigid tube, and the objective lens was contaminated due to a component failure of the objective lens. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.